Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was above 440 mg/dl. Customer¿s current blood glucose level was 446 mg/dl. Customer did the bolus and checked that they found not securely lock in place. Customer was unable to enter into auto mode. Customer did not feel okay to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.